Event description:
It was reported that during a follow up, a decrease in sensing amplitude was observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.